Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an atrial fibrillation ablation procedure a cerebrovascular accident occurred. Prior to the start of the procedure a transesophageal echo was performed to rule out thrombosis. During the case, high impedance was observed while using the ablation catheter, in the antero-septal left atrium region and posterior mitral isthmus region. The catheter was removed and visually inspected. Char was noted on the tip of the catheter and was cleaned, flushed and reintroduced in to the patient. No further issues were noted and the procedure was completed. After the procedure the patient experienced hemiplegia that resolved without intervention but the patient was still confused and agitated requiring sedation. An MRI was scheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the contact force was not displayed for approximately 10 minutes during the procedure; however, the cause of the contact force loss remains unknown. The recorded temperatures indicated cooling during rf ablation, and auto resets occurred throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cerebrovascular accident remains unknown.